Manufacturer narrative:
Original MDR was filed on 09-jan-2019. Additional information (16-jan-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (ctni) result. Hsc has reviewed the instrument data for both dimension vista analyzers ((B)(6)) that processed the patient sample and no product non-conformance was identified. A review of the instrument data did not indicate an atypical performance of the dimension vista analyzer or reagent. Quality control did not indicate a bias between the dimension vista analyzers and the calibrations were within expectations. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (ctni) patient result obtained on the dimension vista system. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 system. The discrepant result was reported to the physician who questioned the result. The same sample was reprocessed on the original instrument and on an alternate dimension vista system. A lower result was obtained on the alternate dimension vista system and a corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.